Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was delayed 08 minutes and completed by a restart. It was reported to philips that e-stop button activated. Review of the logfile shows that the magnus interface entered an e-stop active state due to a detected collision confirming the activation of the e-stop button. Upon troubleshooting, the philips remote service engineer (rse) investigated the customer's report and confirmed the e-stop had activated. Diagnostics showed the video intermittently went black, so the rse issued an onsite work order. The philips field service engineer (fse) went onsite and found the screens went black during a case. To resolve the issue fse rebooted the system. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of x-ray during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of x-ray happened, and the procedure resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system detected a collision alert, which activated the emergency stop button, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.